Event description:
A 7.0mm diameter x 40mm length flexible biliary stent was inserted for the treatment of an iliac stenosis in 2001. The stenosis had little calcification and moderate tortuosity. The area of stenosis was pre-dilated with a 7 x 4 meditech angioplasty balloon. The physician used a 7 french balkin sheath over a .035 "j" glide wire. It is reported that the physician used the balkin sheath to go up-and-over the aortic bifurcation. After inserting the stent delivery system through the balkin sheath, it is reported that the stent slipped off the balloon in the sheath. The stent was deployed in the "ipsilateral" side and was intended to be deployed in the "contralateral" side but where in the vessel is unknown. It is reported that the stent was not deployed with another balloon, but the same delivery system balloon was used to expand the stent. A wall stent was deployed in the intended area of stenosis. No add'l info is known at this time and no add'l clinical sequelae were reported related to the event. The pt is reported to be fine.